Event description:
It was reported that the back cover of the system controller was unable to completely screw closed and was loose. Tape was placed over the screw area by the perfusion technician. The ventricular assist device (vad) coordinator exchanged the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller not being able to screw closed was confirmed via product analysis. The returned system controller (serial number (B)(6)) was observed to have a damaged helicoil upon arrival, preventing a screw from the backup battery cover from properly threading into it. The controller was functionally tested and otherwise performed and operated a mock loop as intended despite the observed damage. A log file was also extracted from the controller; no atypical events were captured, and the system operated as intended throughout the data. Available information provided that the system controller was exchanged. The root cause of the damage to the helicoil, preventing the screw from threading properly, was unable to be conclusively determined through this analysis. A manufacturing analysis task was created under a separate event to investigate the issue of the helicoil being damaged out-of-box. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.